Event description:
It was reported that the 2600 system had missing covers. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The tube and collimator covers were installed during the service call. The system was tested and found to be working as intended and put back into service.